Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip of the elevator broke. It was confirmed there was no delay and the broken tip did not fall in the patient.

Manufacturer narrative:
The product identity has been confirmed in the evaluation. A visual inspection revealed moderate signs of wear. It is clearly visible that the tip of this instrument is fractured; therefore the complaint is confirmed. The most likely underlying cause of the complaint was determined to be excessive force. The customer most likely applied excessive force while using this product. The device history records have been reviewed and no non-conformances were found. There are no indications of a manufacturing defect.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.